Manufacturer narrative:
The device was returned to ekos for evaluation. Only the iddc was returned, not the msd. A marker band was returned in a specimen cup. Evaluation confirmed that the proximal and distal marker bands were not present on the iddc tubing. Witness marks were noted in the tubing for both marker bands, indicating that the marker bands were originally placed in the correct locations during manufacturing. Damage was noted including chatter marks, accordioned tubing, a kink at the distal end of the strain relief. The iddc tubing was observed to be over extended/stretched so tightly that the tubing was in a recoiled state. It was reported that the patient responded well and was not injured during the removal of catheter or the marker band.

Event description:
On (B)(6) 2017, it was reported to ekos about a case where the marker band came off the ekos catheter (the exact date of the procedure was unknown). The incident occurred upon removal of the catheter and the band was removed without any other complications. It was reported that the therapy was effective, the patient responded well and was not injured during the removal of the catheter or the marker band.